Event description:
On (B)(6) 2012, it was reported that this vns patient was experiencing an increase in seizures above her pre-vns frequency. The physician's office stated that the patient had not had any medication changes or falls to explain the increase in seizures, and diagnostics were all ok. Follow up with the physician on (B)(6) 2012 revealed the following information. The physician was uncertain as the reason for the increase. He initially believed the increase was due to battery depletion, but upon learning the results a previous battery life calculation, he stated that he was uncertain of the cause. The patient's increase began three months prior to this date and was first reported to the physician at an appointment on (B)(6) 2012. The patient had a few seizures with excessive speech and reported photophobia. Settings from three appointments were provided. No interventions were planned; however, the patient's settings were increased. A battery life calculation was performed on (B)(4) 2012 and showed 1.55 years to eri = yes.

Manufacturer narrative:
Analysis of programming history.